Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. The coronary target vessel was calcified. This 2.25x20mm express 2 stent delivery system (sds) was being advanced in the vessel when the stent dislodged from the sds. The stent was successfully snared from the patient. The procedure was completed with another stent. No further patient complications were reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous coronary intervention procedure, a stent dislodgement occurred. The coronary target vessel was calcified. This 2.25x20mm express 2 stent delivery system (sds) was being advanced in the vessel when the stent dislodged from the sds. The stent was successfully snared from the patient. The procedure was completed with another stent. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: only the stent implant of the complaint device was returned for analysis. The struts on one end of the stent were flared and bent back. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).